Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 54mg/dl. The customer stated that she was not conscious at time of her admission. Reviewed the programming, and the reservoir was showing more insulin than what is shown on the status screen. Troubleshooting was performed and it appears that the insulin pump was functioning as designed. No further information was provided.